Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a post-polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, all stages of deployment were noted but on 'pop', the clip would not release from the catheter. However, it took them a few minutes of adjusting position for re-deploying and eventually the clip was released from the catheter. The procedure was completed with the original device used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.